Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose level was unknown. The customer reported that she was sleeping and there was a button error and then could not press any button on the insulin pump. They stated that the keypad was not responding. The customer stated that they were not sure whether the time on the insulin pump was advancing as the insulin pump was off. The customer also stated that the lip ring was cracked. The customer stated that the reservoir was able to lock in place. The insulin pump also had no delivery alarm which was resolved by complete set change. The insulin pump will be returned for analysis.